Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 237mg/dl. Customer also reported complaint for erratic blood glucose test results; customer did not recall if the back to back tests were performed using the correct technique. Customer was also using alcohol pads prior to testing. The customer¿s expected am fasting blood glucose test result range is 120-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 02/21/2022 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 155 mg/dl date: 11/02 time: 8:45am fasting, result 2: 206 mg/dl date: 11/02 time: 6:37am fasting, result 3: 237 mg/dl date: 11/02 time: 6:35am fasting, result 4: 192 mg/dl date: 9/16 time: 7:56am fasting, result 5: 147 mg/dl date: 8/05 time: 8:12am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4).. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 04-jan-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were returned for evaluation - defect found on returned strips: high results. Reported defect not reproduced on returned meter. Root cause: rc-061: storage outside specifications.